Manufacturer narrative:
(B)(4). Per field service representative (fsr) the logs showed the unit had not been powered on since (B)(6) 2017. The batteries fully charged and had a last measured discharge (lmd) of 18.00 volts direct current (vdc). The fsr replaced the batteries as a precaution. The batteries were returned to the manufacturer for evaluation.

Event description:
It was reported that during preventive maintenance (pm) of the device, the battery would not hold a charge. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) measured batteries to be at 12.9 volts direct current (vdc) and 13.0 vdc upon receipt, both typical. Conductance measurements were 482 siemens (s) for the first battery and 489s for the second battery (passing). The batteries were attached to a power manager test platter prior to charging and they both passed load testing. They were then fully recharged with no issues. As per instruction for use (IFU), the unit should be charged at least once every month. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.